Manufacturer narrative:
It was reported that during an unidentified procedure, the cautery device caught on fire. After multiple good-faith attempts, the facility remained unable or unwilling to provide additional patient, product, or procedural information related to this incident. No serious injury, medical intervention, or follow-up care was originally reported. No impact to a patient, a patient's stability, or to the unidentified procedure was originally reported. No impact to a staff member was originally reported. No sample was returned to the manufacturer for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the cautery device caught on fire.